Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 560 mg/dl. Customer's current blood glucose level was 250mg/dl. Customer was reporting nausea ,vomiting ,abdominal pain due to high blood glucose. The customer was using insulin pump within 48 hours of high blood glucose incident. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.